Manufacturer narrative:
Based on the claim against the product noting the clip fell into the patient¿s anatomy, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additional observation related to customer reported complaint: the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Additional observations not reported by site: signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue on the clamping pulleys. The complaint regarding the clip fell into the patient¿s anatomy was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to clip. The clips fell into the patient¿s anatomy after two attempts. The clips were retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.